Manufacturer narrative:
In follow up, this acute dislodged rv lead exhibited no capture at maximum output and pace impedance had dropped from the 600s down to 280 ohms. The patient complained of chest pain also. A chest x-ray confirmed a micro-perforation. This acute dislodged rv lead was then surgically re-positioned, as was the acute ra lead in the system which had been noted as causing phrenetic stimulation (as had the prior ra lead). All measurements were within normal limits after these interventions. To date, information suggests that this rv lead and the ra lead remain implanted. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this acute transvenous right ventricular (rv) lead which had been recently implanted, became dislodged. The patient had come in for a routine office visit due to phrenetic stimulation from the newly implanted right atrial (ra) lead (same issue occurred with prior ra lead). With the chronic prior ra lead, noise oversensing did also occur. With the chronic prior rv lead, noise oversensing and inappropriate shock did also occur. A surgical intervention had been done to address the noise oversensing during which time, the chronic rv lead in the system was visibly observed as having been fractured as a result of clavicular crush (separately reported). There were no allegations against the associated implantable cardioverter defibrillator (ICD) or the associated non-bsc left ventricular (lv) lead. The physician had elected to implant an entirely new device system. This new rv lead which is part of the newly implanted system, was determined to have become dislodged shortly after implant. The physician elected to deactivate device therapy, in order to avoid inappropriate therapy until such time as a surgical intervention could be done.